Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the display was blank. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) advised to the customer that the 1st generation light crystal display (lcd) is no longer available and an upgrade to the 2nd generation user interface (ui) assembly will be required. The rse provided the customer with the part number for the 2nd generation ui assembly.

Manufacturer narrative:
Multiple attempts have been made on 30jul2024, 06aug2024, and 13aug2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.